Event description:
The customer's mother reported insulin leaking from the reservoir. The mother declined to troubleshoot, and asked to speak with the local representative. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.